Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that episode review was requested due to observed right ventricular (rv) pacing with the device programmed for left ventricular (lv) pacing only. A boston scientific technical services consultant explained lvp inhibition and rvp for backup support as the lv channel is either experiencing a left sided premature ventricular contraction or oversensing atrial activity (more likely). Troubleshooting and programming options were discussed. The physician was going to bring the patient in for testing and continue normal follow up visits and monitoring. No adverse patient effects were reported. The device was subsequently explanted and returned over three years later. The boston scientific local area sales representative was contacted for additional event details. The representative stated the patient's last office visit was in (B)(6) 2025 and the patient passed away in june 2025. No adverse patient effects were reported and no allegations that a boston scientific product caused or contributed to the death of this patient.

Manufacturer narrative:
The boston scientific local area sales representative was contacted for additional event details and the reason for device explant. No further information is available at this time. Should additional details become available, this report will be updated.

Event description:
It was reported that episode review was requested due to observed right ventricular (rv) pacing with the device programmed for left ventricular (lv) pacing only. A boston scientific technical services consultant explained lvp inhibition and rvp for backup support as the lv channel is either experiencing a left-sided premature ventricular contraction or oversensing atrial activity (more likely). Troubleshooting and programming options were discussed. The physician was going to bring the patient in for testing and continue normal follow up visits and monitoring. No adverse patient effects were reported. The device was subsequently explanted and returned over three years later. No explant details are known at this time and no additional clinical observations were reported.